Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt was experiencing overstimulation at the lowest settings, and she was sensitive to the therapy. The pt received stimulation for the right leg and low back. It was reported, the pt only had partial coverage of the right leg. Reprogramming was unable to resolve the issue. Follow up identified the physician undertook surgical intervention to attempt to reposition the lead. It was reported, the physician attempted to reposition 5-6 times during the procedure, but intraoperative testing of the lead was failing. After a 6 hour procedure, a dural tear was noted, so the physician opted to explant the entire scs system. The physician repaired the dural tear with a dura-guard patch. It was reported, the pt experienced a severe headache postoperative. Additional follow up found the pt had been hospitalized and released due to the dural tear; the pt reported a large amount of fluid had leaked. The pt was to follow up with a neurosurgeon.